Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a low blood glucose level of 38 mg/dl. The customer reported having low blood glucose episodes for about a month. The customer¿s current blood glucose level was 218 mg/dl. The customer treated with food and glucose tablets. The customer did troubleshooting the issues. The customer reported treating the low blood glucose level with orange juice, glucagon liquid and tablets. The insulin pump will not be returned for analysis.